Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cause of the event was that the patient physiological change in the hematocrit, due to fluid deficiency.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (B)(6) was not returned for evaluation as it remains in use. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the available auto logs report revealed consistent increased power consumption, leading to parameters above normal operating range within the analyzed period. As a result, the reported high-power event was confirmed. Additionally, log file analysis revealed a motor start event recorded on 16/jan/2024 at 09:20:04 in which the motor start parameters were atypical. The observed motor start is an additional finding not related to reported event. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after autologs report review, the ventricular assist device (vad) exhibited higher power above the normal consumption. The vad remains in use. No patient complications have been reported as a result of this event.